Event description:
The customer states that the thread has come undone. She feels it is a faulty design. The dealer mac called in. The item was placed on the patient (B)(6) 2013. The item holds a one year warranty. The dealer informed the patient of that prior to the patient contacting invacare.